Event description:
Complainant alleged that the device displayed a "pacer fault 116" message. Complaintant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's hv module was removed and returned. The malfunction was duplicated and attributed to a faulty mode relay.